Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the smr upgrade procedure at step pmc upgrade "erase pmc flash," the "pmc update failed" alarm sounds (tried twice).

Manufacturer narrative:
It was reported that the power sources were securely connected to the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of no power was confirmed via functional testing. Analysis of the device revealed that the device passed visual examination but failed functional testing due to failure of the smr upgrade. Attempting to upgrade the controller revealed that the unit was not able to upgrade the pump motor controller (pmc) due to a flash erase time out. The most likely root cause of the reported event can be attributed to a flash erase timeout exceeding 20 seconds, causing the upgrade to fail.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.